Event description:
During the volt pvi procedure, it was noted that there was an air aspiration after the agilis sheath was inserted into the patient. The agilis sheath was not exchanged, and the procedure was completed with no adverse consequences to the patient.